Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing intermittencies with the device.

Manufacturer narrative:
Device investigation results are indicative of a broken wireguard and coil wire due to chronic implant movement which has led to device failure over time. As per received information a damage to the wireguard due to cyclic loads has highly likely led to this fatigue fractures of the wires and wireguard. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was experiencing intermittencies with the device. The user was reimplanted.